Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated on wednesday he went to have a CT scan for a checkup and on his way home he got into a car accident. The patient stated it was a pretty good hit. The patient stated that he does not feel the stimulation in his feet where the pain is. The patient stated that the stimulation has moved up his body from his ankle to now his belly. No further complications were reported. No additional patient symptoms were reported.